Manufacturer narrative:
This part is not approved for sale in us but a similar device with catalog# 778116565 , 510k# k090390 and (B)(4) is approved for sale in us. (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent a fixation surgery in which fixation levels were extended due to iliac and rod connection was carried out with mrc. Approx. One month after the operation, the rods on both sides of caudal portion were dislocated from the connectors. There seems to be slight gap between the rod on the left side and mrc. It is possible cause of the event. Revision surgery is planned on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
X-ray review: "post op x-rays demonstrate a multi level fusion construct in a patient with multiple compression deformities presumably for osteoporosis. On provided images there is a deconnection at the connector between the lumbosacral and thoracolumbar segments of the construct. Given the bone quality it is not surprising that this construct failed as bony fusion will be slow to occur."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.